Manufacturer narrative:
The device did not meet specifications during a shaft leak test and an irrigation leak test. Further investigation revealed a leak at the irrigation tubing and at the tip assembly junction due to inadequate adhesive bonding as well as an adhesive failure at the shaft/tip electrode transition, consistent with fluid ingress and a loss of force data during the procedure.

Event description:
This report is to advise of an event observed during analysis confirming an irrigation leak of the catheter.